Manufacturer narrative:
Device evaluation of battery charger (b((4) and battery pack (B)(4) have been completed. The reported problem (charger does not charge battery pack) was confirmed. Upon evaluation, there was contamination on the battery board inside the charger, which shorted the d2 component and u13 component. In addition, there was contamination on the battery cells and pca board inside the battery pack. The cause of the inability to charge is the contamination inside the device components. The root cause of the contamination is liquid ingress of an unknown contaminant. A patient safety alert was mailed to active patients on 04/24/2017 as a reminder to not expose the life vest electronic components to liquids. No adverse event resulted from the defective battery pack or charger.

Event description:
A us distributor contacted zoll to report that a patient's charger was not charging the battery pack.